Event description:
It was reported that a small volume infusor stopped flowing. This occurred during infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and did not identify abnormalities. Functional flow testing was performed without issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.